Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation. The 510k number provided, is for the domestic similar product.

Event description:
The report suggests that during an infusion on a homecare patient a leakage was observed between the extension set and the maxplus valve. From the reported information there are no indications of serious injury to the patient or user as a result of this incident